Manufacturer narrative:
(B)(4). Event date - the procedure was performed sometime between october 2017 and november 2017. (B)(4). Concomitant devices ¿ vanguard cruciate retaining tibial bearing 10mm x 63/67mm catalog #: 183420 lot #: 899580, vanguard cruciate retaining interlok femoral component 62.5 left catalog #: 183026 lot #: j3755718, biomet cc cruciate tray 67mm catalog #: 141232 lot #: j3806309, biomet modular tibial locking bar catalog #: 141205 lot #: 344470. It was indicated by the customer that the device will not be returned to zimmer biomet for evaluation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It is reported that the patient underwent an arthroscopic procedure to remove scar tissue after the patient had previously undergone a procedure ten (10) to twelve (12) months prior to treat a dislocated patella.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2018-09810.